Event description:
Hcp reported the pt presented with headache, photophobia, fever, and nausea. A lumbar puncture, cbc, and blood cultures were done. The only one that was not negative was the cerebro spinal fluid. It showed an elevated white blood cell count, but no bacteria. The fever subsided while still in the hospital and the device was explanted. The pt was fine on discharge and is doing fine today on oral analgesics. An infection physician was consulted and felt this was some type of chemical reaction rather than an infection.